Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resetting) was investigated. Upon investigation the battery charger/modem would not charge a battery pack. The cause for the inability to charge a battery pack was isolated to a damaged u13 cmos-flash microcontroller on the bedside pca. The root cause for the corrupted u13 microcontroller was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) indicating that was resetting.